Event description:
The pt was implanted with a pisces quad using titan anchor. A few weeks later the pt no longer felt paresthesia and received treatment with medication for pain control. After x-ray control, the hcp discovered the lead had migrated up two epidural spaces from the initial product placement. The pt underwent surgery to correctly place the lead and remove the titan anchor, which was separated into two parts; the external silicone was still in the original place, but the metallic part had moved. There was no injury to the pt; the pt received sufficient pain relief after the procedure. The product report shows the inner sheath appeared detached and had moved with the lead.

Manufacturer narrative:
Preliminary device analysis results were not available at the time of this report. A follow-up report will be sent when product evaluation has been completed.